Manufacturer narrative:
Olympus was able to confirm the customer failure and determined the following cause: insertion part ccd-unit peel off (poor quality image) however, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a poor image. There was no patient involvement.